Event description:
It was reported that the sharp container did not have a lid with a bd sharps coll 9gal red. The following information was provided by the initial reporter: material no.: 305615 batch no.: unknown. It was reported that the sharps containers did not come with lids.

Manufacturer narrative:
The actual product nor photo representation was provided. A review of the device history record (DHR) was not possible since a lot number could not be provided. Also, a review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿missing lids¿. As corrective action a weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. Unfortunately, a weighted label placed on the box by the weighing system is required to identify or confirm this issue. The root cause is unknown. The issue could have occurred during distribution if repackaged by a distributor. Based on these findings, our investigation is inconclusive. Bd will continue to monitor for any trends.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sharp container did not have a lid with a bd sharps coll 9gal red. The following information was provided by the initial reporter: material no.: 305615, batch no.: unknown. It was reported that the sharps containers did not come with lids.